Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite, resolved the issue by adjusting a switch in the imaging module, and verified proper performance of the image processing, host functionality, and imaging functions. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.